Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide to gain access to the biliary duct and facilitate placement of a biliary stent. Additional info provided with this report indicated the physician used proper flushing techniques. The distal end of the wire guide was placed beyond a strictured area of the biliary duct that was described as very narrow. When the wire guide was removed, a small portion of the wire guide's coating separated and detached near the distal end. Removal of the detached portion was not performed. An injury to the patient was not reported.